Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported device entrapment could not be determined. It is possible that device was under inserted such that the vessel was not properly captured during suture deployment. This subsequently would result in the suture remaining in the suture bearing when the device is pulled out of the anatomy post deployment which would be consistent with the reported ¿suture did not get out of the o-ring¿. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a radiological procedure using a 6f sheath. Reportedly, the physician could not remove the prostyle device, he felt the suture did not get out of the o-ring. The suture was cut with a scalpel and the prostyle device was removed without any problems. Another prostyle device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.